Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the device was not cutting. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Manufacture date is unknown. The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was november 1, 2016 where it was reported that the device is giving a poor shave and the standard repair parts were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the customer denied the aged repair. The customer purchased a new product. Repair of the air dermatome was not performed by zimmer biomet surgical since the customer denied the aged repair. The customer purchased a new product. The reported event was non-verifiable since there was no testing performed since the customer denied the repair quote. The root cause of the device not cutting cannot be specifically determined with the provided information since there was no testing performed on the device due to the customer denying the repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action. Device not returned to manufacturer.